Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure was delayed for less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with host pc. Upon troubleshooting, fse found that the issue was due to a faulty host pc. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis. The analysis showed that the psu failed as there was no power and unit was dead/non-functional. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.